Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. (B)(4).

Event description:
A nurse reported that two ophthalmic knives were used during cataract surgery after which metal shavings were observed in the incision sites post-operatively. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that not all particles were removed from the incisions with irrigation. The particles were seen in the incision sites one week after the operation.